Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva dual port with q-syte 20g experienced leakage at the connection site. The following information was provided by the initial reporter: leaking microclave was reported. Same replaced with end cap & procedure carried out.